Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿tamper tube¿ of a 6/7f mynxgrip vascular closure device (vcd) was not available after deploying the sealant and removing the sheath. There was partial deployment, and hemostasis was achieved with manual pressure for 20 minutes. There was no reported patient injury. The sealant was dislodged, and after sealant deployment and sheath removal, the advancer tube was absent. The advancer tube was not engaged or visible. The sealant was suspected to have become dislodged during balloon removal or sheath withdrawal. ¿tamper tube¿ referred to the tube used to tamp peg material. The device was stored and prepared per the instructions for use (IFU) and thoroughly inspected before use. The mynxgrip vascular closure device (vcd) was used in a percutaneous coronary intervention (pci) with a retrograde approach. The user shuttled down completely, with no significant resistance, no excessive force applied during shuttle down, and no unusual force applied when retracting the sheath. The stopcock of the introducer sheath was opened prior to shuttle down. No kinks or visible damage were noted on the sheath or device after removal. Femoral artery suitability was verified on angiography, including insertion angle. The vessel type was arterial, vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was little, stick location was the common femoral artery (cfa), and calcium was present near the puncture site. Device storage temperature did not exceed 25 °c. The deployer was trained and certified on mynx. A 6f non-cordis sheath was used. The patient¿s hospitalization was not extended, and the patient recovered. The device will be returned for evaluation.